Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).case description:(B)(6) / biomed need assistance on 8120 sn (B)(4) , fails plunger force accuracy test , unable to detect spring calibration.failure device type: failure problem type: failure mode: case resolution:I assisted (B)(6)/ biomed , my recommendation is to try and run the plunger force accuracy test to a good known 8120 device just to verify that your spring tool calibration kit is working fine. If you unable to passed the test to any good known 8120 devices, then more likely you have a faulty spring calibration kit. Is time to order a replacement part # 10010691 description (calibration kit, syringe/pca (force sensor spring tool only) (B)(6).